Event description:
Pt reported the deep brain neurostimulator was infected via MFR pt survey. The infection started in the chest and the neurostimulator was removed. However, the infection continued until everything was removed. The pt plans to have another deep brain stimulation system implanted as soon as his head is healed. The pt's head is almost healed. The device was not returned to the MFR for analysis. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is received.